Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an nc quantum apex balloon catheter. The balloon was loosely folded. There is blood in the inflation lumen. The outer shaft, inner shaft, balloon and tip were microscopically examined. There is tip damage. There is a 2.5mm long shaft perforation starting 10mm from the exit notch. Functional testing was carried out by attaching an inflation device filled with water to the hub of the complaint device, and inflating the device to rated burst pressure (rbp). The nc quantum apex device inflated, but did not hold pressure due to the shaft leaking from the perforation. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 02-oct-2017. It was reported that balloon inflation failure occurred. The target lesion was located in the diagonal left anterior descending artery. A 15mm x 2.50mm nc quantum apex¿ balloon catheter was advanced for dilatation. The balloon was inflated twice but the balloon would not inflate. The device was removed from the guide catheter and was replaced with another of the same device. The procedure was then completed. No patient complications were reported and the patient's status was fine. However, returned device analysis revealed shaft hole/perforation.